Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the baby starts to desat and the pleth waveform started falling down and became flat on the screen. However, there were no alarms on the datascope passport with masimo set monitor or at the central unit. The nurse disconnected the rd cable from the rd sensor and reconnected again immediately; the pleth waveform came back on the screen. This department use only the pleth waveform to monitor the babies. They don't use eeg patches; however, they put some on the babies. The customer was able to reproduce the issue several time on different monitors. The sensor location was the right foot during this period. There were no alarms when the desat started and when the waveform became flat there was no alarm as well. No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.